Event description:
Customer reported: per (B)(6) medical center's discharge summary of patient, the patient was admitted on (B)(6) 2010, post prostate biopsy of (B)(6) 2010 with fever, malaise and urinary frequency. He had been on bactrim two days post procedure. Developed fever and increased urinary frequency. Ua and culture performed at (B)(6) revealed klebsiella pneumoniae and patient was given cipro for two days with no relief. He received IV amikacin and vancomycin in the hospital. He was discharge on (B)(6) 2010 afebrile with longer course of oral ciprofloxacin. Post hospitalization office visit on (B)(6) 2010 with dr. (B)(6) revealed resolved uti.

Manufacturer narrative:
This report was received after angiotech initiated a voluntary recall of the tru-core ii biopsy instrument for possible compromised sterile barrier. Infection is a known possible complication of a compromised sterile barrier per our risk assessment. The lot number reported was affected by the voluntary recall. The potential exists for there to be pouch holes at the chevron edge on the poly side of the product pouch or along the side of the seal. The issue is related to loading the operation of the tru-core ii device in the nylon sleeve. At this time tru-core ii products are being inspected at the time of loading and packaging to ensure the loading defect is not present. Angiotech has competed applicable validations and distribution studies to use an alternative pouch.